Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the lower part of the touchscreen was not responding.there was no patient involvement.

Manufacturer narrative:
Please note this report is follow-up submission 1. B.4:09/06/2018. G.4:06/06/2018 . H.10: philip's technical support provided part identification for the touchscreen and discussed installation. The reported problem was confirmed. The customer repaired the unit. The ventilator was in working condition for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10.philip's technical support provided part identification for the touchscreen and discussed installation. The reported problem was confirmed. The customer repaired the unit. The ventilator was in working condition for patient use.d4 - added serial number and UDI number.h11.g1- updated contact information.